Event description:
A report was received that the patient had an infection at the pocket site. Patient¿s symptoms were redness, soreness and swelling. Antibiotics were prescribed. It was not known if the infection was device or procedure related.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.